Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an inoperable air in line detector. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer reported complaint of "inoperable air in line detector" was confirmed by performing visual and functional testing. Pvt (performance verification testing) found air detector is nonfunctional. Replaced air detector. Upon further investigation found lcd lens is cracked at the bottom edge, pwa (printed wireless assembly) board is defective, uso (upstream occlusion) sensor, and dso (downstream occlusion) sensor. Dso seal is ripped and uso seal is buckling. Replaced lcd lens, pwa board, dso sensor, dso seal, uso sensor and uso seal. Performed uso/dso calibration. Updated software. Performed pvt. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.